Manufacturer narrative:
A review of the device history record for strattice lot s10832 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, d4, d6a, h4, h6.

Event description:
This is follow up#1 to report on 02/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with a strattice device lot ¿s10832-103¿ on unknown date. The patient underwent a ¿removal of multiple abscesses, abdominal washout, bowel resection, and enterolysis of multiple adhesions with implant additional biologic mesh for repair of recurrent incarcerated incisional hernia with jp drain x3 placement¿ on (B)(6) 2015. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿interventional revision surgery; bowel resection, enterolysis of adhesions, abdominal washout, hernia recurrence, incarceration, abscess, stitch abscess, additional mesh implant, jp drain (x3) placement.¿ the form lists the conditions that were treated were ¿interventional revision surgery; bowel resection, enterolysis of adhesions, abdominal washout, hernia recurrence, incarceration, abscess, stitch abscess, additional mesh implant, jp drain (x3) placement¿ in approximately (B)(6) 2015. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard composix; lot #: unknown,¿ on an unknown date. The form indicates that the device was removed on (B)(6) 2010 due to ¿infection.¿ the patient was implanted with another non-abbvie device, ¿bard perfix plug; lot #: huzb1042,¿ and non-abbvie device, ¿bard xenmatrix; lot #: huzc1580" on (B)(6) 2015. The form indicates that the device was removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.